Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report mitral stenosis. It was reported that this was a mitraclip procedure to treat grade 4 mixed mitral regurgitation (mr). The pre-procedure mean pressure gradient (mpg) was 3 mmhg. One clip was implanted successfully, reducing mr to 2; however, the mpg increased to 8 mmhg. The patient was fine post procedure. No additional information was provided.